Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7084467/7087497.

Event description:
It was reported that the patient was not getting adequate coverage. No device malfunction was suspected. The patient underwent a procedure wherein the ipg and leads were replaced. The patient was groggy postoperatively and was programmed. The explanted ipg and leads were discarded.